Manufacturer narrative:
The field service engineer (fse) found the sample probe was not washed properly and it dripped. The fse replaced and adjusted the sample probe and replaced the solenoid valve. The service actions resolved the issue.

Event description:
The initial reporter questioned low results for multiple patient samples tested for na electrode (na) on a cobas 6000 c (501) module. Discrepant results were provided for 5 patient samples. Patient 1 initial result was 125 mmol/l. The repeat result was 134 mmol/l. Patient 2 initial result was 125 mmol/l. The repeat result was 134 mmol/l. Patient 3 initial result was 130 mmol/l. The repeat result was 138 mmol/l. Patient 4 initial result was 121 mmol/l. The repeat result was 127 mmol/l. Patient 5 initial result was 131 mmol/l. The repeat result was 141 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number was provided as r20_2019 with an expiration date of 29-mar-2020. Clarification on this expiration date was requested but was not provided.